Event description:
The patient had not stimulation sensation. It was noted that the patient had not used the stimulation in at least 8 months due to other medical conditions/surgeries. Palpating did not cause the stimulation to change. Impedances run at 4v, 450pw and 40pps with 0&, 0 &2, 1&2, 2&3 = 932; 0&3, 1&3 = 1250. The amplitude was increased to 7v and they only received question marks (???) In the results. It was noted that accurate results could not be obtained at currently programmed parameters. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).